Event description:
Add'l info rec'd from MFR 8/16/2004: evaluation date/time: 04/04/2004 10:35:35 pm lot history review: no, reason: a review of the mrr database revealed no reject activity associated with this complaint. Received 1 unused unit in an opened package. Visually and microscopically examined the returned sample and found that the tip of the catheter has been speared by the cannula. Test description: visual/microscopic - results: defect confirmed. The complaint was confirmed; the tip of the catheter has been damaged by the needle (tip spear). This defect can occur during the manufacturing process at the catheter set together or by the user manipulating the catheter prior use. Relationship of device to the reported incident: indeterminate. Comment: manufacturing or user.

Event description:
Rn starting IV, able to get needle under the skin and then plastic hub disengaged. This was the third incident in the past month. Other incidents not documented but same product bd 381412.